Manufacturer narrative:
.

Event description:
10/02/2015 received explanted lead from (B)(6). Documentation states explanting physician dr. (B)(6). Reason for explant not provided. Investigational letter sent to dr. (B)(6).